Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported unit stopped working during a laser lithotripsy procedure involving an olympus 550 micron tfl single use fiber. There was no patient injury reported.